Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported as due to a bowel infection. The patient was not hospitalized for the event. The patient was treated with vancomycin, meropenem, and amikacin (1 gram each, frequencies, routes of administration and duration were unknown) for peritonitis. At the time of the report, the patient's recovery status was unknown. The action taken with dianeal therapy was unknown. No additional information is available.